Event description:
It was reported that the customer had broken the belt clip for the insulin pump. The customer's blood glucose was 621 mg/dl. The customer stated that she delivered a bolus after an infusion set change. Troubleshooting was done. The customer stated that she had received a no delivery alarm. Upon hearing the no delivery alarm, the customer stated that the clip may have broken off at that time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.